Manufacturer narrative:
Product complaint number: (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - stratafix¿, active ingredient(s)- triclosan, dosage form - suture/solid/parenteral, strength: 2360 g /m.

Event description:
It was reported that a patient underwent an unknown orthopedic surgery on (B)(6) 2020 and barbed suture was used. During the procedure, the suture was detached from the needle when pulling the suture during continuous suturing. It was not a control release needle. There were no patient consequences reported. Additional information was requested.